Event description:
Synovitis [synovitis], bilateral knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a male patient (age not provided), initials unknown with kellgren and lawrence grade 04 osteoarthritis. (B)(4). The patient's medical history was significant for previous treatment with first course of synvisc (hylan g-f 20) injection ((B)(6) at the time of first course). On (B)(6) 1998, the patient initiated treatment with intra-articular synvisc injection of second course in both knees (dosage regimen not provided). The lot number for synvisc was not provided. On (B)(6) 1998 (six days after the injection), the patient experienced synovitis in both knees. On an unspecified date in 1998, the patient experienced bilateral knee effusion. On an unspecified date in (B)(6) 1998, the patient received treatment with celestone (betamethasone) for synovitis in both knees and bilateral knee effusion and with xylocaine (lidocaine) for synovitis of both knees and knee effusion in right knee. The action taken with synvisc treatment was not provided. On (B)(6) 1998 (after five days), the patient recovered from the event of synovitis of both knees. The outcome for the event of bilateral knee effusion was not provided. Concomitant medications were not provided. The intensity for the event of synovitis was assessed as moderate and severe for the event of bilateral knee effusion. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related. The causal relationship between synvisc and the event of bilateral knee effusion was not provided. Follow-up information was received on (B)(6) 2013 and the patient initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: (B)(4). The benefit risk profile of the product is not altered by this report.